Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump changed the basal rate at 10:30pm. The customer did not have a time setting rate change for this time. The pump history confirmed that the rate did change. Tandem technical support offered to review the pump t:connect data; however, the customer declined and stated that the pump would be monitored. The customer's blood glucose level was not impacted.